Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected field: e1(event site email).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the ECG gain calibration reading was out of range (high) in the cardiosave intra-aortic balloon pump (iabp) and stm was unable to adjust. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the front end board and calibrated as necessary. The stm verified proper ECG gain, and completed full preventative maintenance (pm). The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the ECG gain calibration reading was out of range (high) in the cardiosave intra-aortic balloon pump (iabp) and stm was unable to adjust. There was no patient involvement, and no adverse event reported.